Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a noise image occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of plug unit, a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented scope error b30. This occurred during inspection for use. There were no reports of patient harm.